Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no image. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. Handgrip and housing are in normal condition. Some scratches could be found, but they are not through the coating. Hence, not critical wear. Light output measured 17mw, minimum required 15mw. No image. Tested with c-mac 8403 sn (B)(6). Instrument is airtight, no leakage could be detected. Instrument filled with moisture. The error described by the customer " no image." Could be confirmed. This was caused by moisture ingress, which damaged the sensor and the interface board. Endoscope was not leaking and only possible way for moisture getting inside sealed instrument is through the pressure compensation valve. For this reason, a user misuse error is to be assumed which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).